Event description:
Additional information received on 27-jan-2025 from (B)(4), on behalf of mr. (B)(6) from (B)(6). It was stated in the report, ¿one(1) actual sample and the individual package were returned. No damage or deformation was observed in the sample, including main seal part. After connected the sample to our in-house kl-msu3, liquid flow was checked under gravity. As a result, no leakage was observed. In addition, we applied pressure of 50kpa for 15 seconds, while occluded the end of kl-msu3. The result recorded no leakage. After we established the connection with a saline bag, actual sample, and our in-house chemosafelock infusion set, we flowed 500ml of solution. The result recorded no air inclusion observed, especially inside the tube.¿ no anomalies were confirmed in the returned sample. The issue was not detected prior to direct patient use, it was noted during infusion. The medication used was 5fu, and the mating device was a chemosafelock infusion set. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. Quantity affected is 1 and the sample is available to be returned for investigation. The product was not disposed of. The same lot device samples and mating device are not available. There was patient involvement but no harm in the event.

Manufacturer narrative:
A series of photos were shared by the customer, the item and lot information of the returned set are shown, another photo were a drip chmaber is filled with water is also observed, however no damage or anomalies were observed. One used list# kl-bs001u3, chemosafelock bag spike was returned for evaluation. As only 5fu and saline solution residuals was observed, however, no physical damage or anomalies were visible noted. The sample was standalone and with chemosafe lock tested and only with the chemosafe lock a leak was confirmed. The returned set was cut, and a deformed spike was observed. Complaint of leakage can be confirmed. The probable cause is due to a deformation on spike happening due to a conveyer damage during molding process. A device history lot number was reviewed and no discrepancies, anomalies or nonconformances were identified that might lead the condition reported by customer. Additional information in b5, d10, and e1.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information: rumi fukuzawa terumo kofu factory, japan rumi_fukuzawa@terumo.co.jp.

Event description:
The complaint/event involved a chemosafelock bag spike that reportedly leaked unspecified fluid after use. There was not any impact or harm to the patient or the medical institution worker.